Event description:
At start of PICC procedure the needle was inserted in the vein. A blood return was seen when the needle entered the vein as expected. Suddenly the needle broke in "the w" separate pieces. I was able to remove the broken needle from the patient completely. Bard lot recq0277. Manufacturer response for catheter,intravascular,therapeutic,long-term greater than 30 days, powerpicc (per site reporter).